Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Analysis of the pump's functionality was performed. The pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.3 mg with a 1.00 mg/ml concentration over 16 minutes was programmed. At ambient temperature, fluid droplets were observed at the tip of the stem indicating proper priming of the pump. A second demand bolus, programmed with the same parameters, at 37 °c did not produce any fluid droplets at the tip of the stem. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c. The dispensed volume was 0.0 ml (0.0%) of the expected volume. The root cause has not been determined at this time. Further analysis of the valves will be captured in CAPA 00065. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) emailed technical support to report a pump that was replaced due to an underinfusion volume discrepancy. The expected volume was 6.5ml and the actual volume was 20ml. Cs reported that a dye study was conducted, and that the physician was unable to aspirate from the cap. However, when the pump was removed csf would be seen coming from the implanted catheter. No patient effects were reported.